Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the field service representative reported that the roller pump fan functioned intermittently and was noisy. The filed service representative replaced the fan. Since the event occurred during preventive maintenance of the device, there was no patient involvement during this event.